Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited acute rise in ventricular threshold. Thresholds increased from 0.75 to 6.5 v in the bipolar pacing configuration, and from 0.75 to 5.5 v in the unipolar configuration. Bipolar lead impedance was 236 ohms and had consistently been between 200 and 300 ohms. The lead remains implanted.